Manufacturer narrative:
Concomitant medical products: product ID:8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter .product ID:8782, (B)(6) serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-nov-2022, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2016, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 28-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (0.5 mg/ml at 0.6 mg/day) via an implantable pump for non-malignant pain, fbss leg/back, and spinal pain indications. It was reported that the patient developed an infection that required the pump and catheter to be completely explanted approximately a month after replacement in (B)(6) 2021. There were no known factors that may have led or contributed to the issue. A new pump and catheter was implanted on (B)(6) 2022. The issue was resolved at the time of report. The patient's medical history included failed back syndrome. The patient's status at the time of report was alive - no injury.